Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing deficiency was not identified. The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In most of these cases, the purpose of the surgical procedure is to explant the valve. Varying degrees of regurgitation may be present at the site of previous annuloplasty ring repair and the surgeon may elect to replace the ring concurrently at the time of surgery. This is primarily due to progression of valvular disease and not related to the performance of the device. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case edwards received information from the implant patient registry that a 26mm 5200 annuloplasty mitral ring was explanted after an implant duration of two (2) years, and seven (7) months due to severe mitral regurgitation. The 26mm ring was replaced with a non-edwards 25mm mechanical valve. The patient tolerated the surgery well and was discharged home on post-operative day seven (7).